Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with very mild microstriae in edge of left eye flap post treatment. Vision not affected. It was reported that it doesn't bother vision and patient is fine. During follow up with the account it was reported on (B)(6) 2014 that flap lift and rinse was performed on (B)(6) 2014. The microstriae resolved and on (B)(6) 2014 visual acuity is as follows: uncorrected visual acuity (ucva) right eye od 20/15 best corrected visual acuity (bcva) right eye is 20/15 ucva left 20/15 bcva left 20/15